Manufacturer narrative:
According to the article, one case of in-stent thrombosis that required thrombectomy with distal emboli to the internal iliac artery was attributed to a failure to give heparin prior to deployment of the stent. Per the article, this case series demonstrates that treatment of complex aorto-iliac occlusive disease with covered balloon-expandable stents can have acceptable results with good patency and good clinical outcome. Secondary patency rates are comparable to open surgical revascularization, with lower morbidity. (B)(4).

Event description:
Article received: outcomes of covered expandable sents for the treatment of tasc d aorto-iliac occlusive lesions. Vascular onlinefirst, march 26, 2015. This study was intended to report experience with covered balloon-expandable stents for treatment of trans atlantic inter-society consensus (tasc d) lesions of the abdominal aorta and common iliac arteries. 30 patients underwent aorto-iliac stenting from march 2010 to september 2012. As per the study, one patient experienced in-stent thrombosis that required thrombectomy with resulting distal emboli to the internal iliac artery.